Manufacturer narrative:
Through investigation the cause of the reported false positive staphylococcus lugdunensis result will be investigated under (B)(4). Further investigation for root cause will be documented in escalation case (B)(4). The customer site is performing within the expectations stated in the bc-gp package insert for the staphylococcus lugdunensis target. Although the erroneous result occurred, there was no reported impact to the patient.

Event description:
On 4/29/2024 customer community medical centers reported a discrepant result on bc-gp assay. Verigene detected staphylococcus species, and staphylococcus lugdunensis, however repeat testing showed no targets detected. Verigene run 1: staphylococcus ludgunesis detected. Verigene run 2: no targets detected. Data review: per verigene ID software requirements specification (toast-srs-1042), in order for an organism to be detected the ic ratio must be greater than or equal to -0.4 and the nc ratio must be greater than 0.85. Review of test cartridge 01866316 shows staphylococcus species detected at exposure 1200ms (ic: -0.27 nc: 0.94) and staphylococcus ludgunesis was detected at exposure 1500ms (ic: -0.39 nc: 0.9). Pc1 was detected at exposure 24ms (ic: 0.72 nc: 0.99) and pc2 was detected at exposure 150ms with ic and nc values of 0.26 and 0.99 respectively. Camera images were clear with minor background ans no impact on results. It should be noted that the e. Faecium target signal was elevated at the final exposure (ic: -0.47 nc: 0.88). This was tested on 4/28/2024 on sp c3. Consumable review: test cartridge lot: 031824018a extraction tray lot: 0311240188 utility tray lot: 030824018c there are no ncmrs associated with the lots utilized. There are seven other erroneous results reported for the staphylococcus ludgunesis target using the lots reported six of which were reported by the same customer at the same time. Due to the number of complaints, further investigation of test cartridge lot 031824018a will be documented in escalation case 01658938 and hra-24-0007. Device review: verigene processor sp c3: (B)(6) verigene reader: 13224150 review of the verigene sp and reader device history was assessed for a time frame of 3 months prior to the reported discrepant result. Verigene sp s/n (B)(6) had one motor stall complaint that was resolved on site. Verigene reader s/n (B)(6) (had no work performed and no complaints. There is no indication of a device malfunction. Site performance: a 4-month customer site performance for negative agreement of staphylococcus ludgunesis target was performed from jan/2024 to apr/2024. There was a negative agreement of 99.1% (229 not detected/231 expected not detected). Per the verigene gram positive blood culture nucleic acid test package insert (89-30000-00-782) the expected negative agreement for the staphylococcus ludgunesis target is 100% (with a cl of 99.7-99.9). It should be noted that typically a 6 month performance is performed however only 4 months of qc data was provided. Conclusion: through investigation the cause of the reported false positive staphylococcus ludgunesis result will be investigated under hra-24-0007. Further investigation for root cause will be documented in escalation case (B)(4). The customer site is performing within the expectations stated in the bc-gp package insert for the staphylococcus ludgunesis target. Although the erroneous result occurred, there was no reported impact to the patient.